Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during a sensor session. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)/2021. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. No injury or medical intervention was reported.